Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2011. Based on the database, it appears this was the date of implant; however, no additional diagnostics were performed afterwards to confirm the impedance resolved.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.